Manufacturer narrative:
(B)(4). The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
The user facility progress notes which were provided for an unrelated event stated that a patient experienced chest pain while undergoing a hemodialysis treatment on (B)(6) 2016. The chest pain remained after turning off the ultrafiltration, and administering sublingual nitroglycerin and a saline solution bolus. The patient was sent to the emergency room for evaluation. No other event related information was made available. The unit remains at the user facility. No parts are available for return to the manufacturer for analysis.

Manufacturer narrative:
Manufacturing investigation: the device was not returned nor was a companion sample available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the alternate samples. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Clinical investigation: the patient medical records were provided by the facility on march 16, 2016 and march 17, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records received 03/16/2016 do not contain information on this event. Medical records do not contain hospital records (including progress notes, physician orders, lab/diagnostic tests or admission/discharge diagnoses) for review. Medical records do not contain ems progress notes or flow records for review. There is no documentation in the medical record that indicates a causal relationship between the fmc bloodline and the patient¿s chest pain. There is no documentation in the medical record that indicates the cause of the patient¿s chest pain. Medical records reveal the patient has had a significant cardiac history including chronic diastolic congestive heart failure, myocardial infarction, and cardiopulmonary arrest during hemodialysis and carotid artery stenosis. These diagnoses could lead to unanticipated chest pain with or without hemodialysis treatment. Without the aforementioned medical record, a conclusion cannot be made as to the causal relationship between the patient¿s hemodialysis treatment and concomitant products from (B)(6) 2016 and the patient¿s chest pain.

Event description:
Medical records reviewed. On (B)(6) 2016, the patient presented to the hemodialysis clinic. Patient's hemodialysis was started at 11:37 without any problems. At 12:35, the patient experienced chest pain during treatment. The ultrafiltration was turned off and the patient was administered sublingual nitroglycerin and a saline bolus. Patient continued to have chest pain and hemodialysis was discontinued at 13:07. Patient was sent to the emergency room via ambulance.